Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. Patient was diagnosis with hyperglycemia, non-intractable vomiting without nausea and unspecified vomiting type. The patient tried to treat self with a syringe before going to the emergency room. Patient¿s blood glucose exceeded 300 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (arm). Ketones were moderate. The patient had lab test, urine culture, blood work, intravenous with naci 0.09 percent in 1000 mil. And zofran. Patient was in the emergency room from 8 pm to 12:45 am. Patient¿s mother did not keep the pod so device is not available for return.